Manufacturer narrative:
Follow-up: additional information - 07/07/2015. Device evaluation of monitor sn (B)(4) was completed. The monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but, the intermittent connection may have been accelerated through rough handling. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resetting) has been confirmed. As received, the monitor was resetting. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (resetting) has been confirmed. As received, the monitor was resetting. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.